Event description:
Dr. (B)(6), implant surgeon of the hosp reported to our sales rep that he was performing a surgery procedure. During this he observed that the tip (tread) has been broken off. No delay reported, no adverse consequences.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.